Manufacturer narrative:
Exemption number: e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The following devices were involved in this incident and are registered in addition in our complaint database. They are identified with the internal notification numbers: (B)(4) space station system, (B)(4) infusomat space, (B)(4) infusomat space, (B)(4) infusomat space, (B)(4) infusomat space. Result of examination: the devices were tested together as one space system over some days. Within this long-term test, the indicated reason could not be confirmed. During the duration of this test the pumps operated properly and no delivery inaccuracy was assessed. The single devices as well as the space station are within specification. From a technical perspective, the space station has no influence of the conveying speed. No specific conclusion can be drawn.